Manufacturer narrative:
Alert date: follow up #1 submitted 9/06/2016: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2016, not (B)(4) 2016 as previously reported.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.